Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Home monitoring reported pacing impedance >3000 ohm since dec 7, 2024. Trends also show threshold measurement inhibited and noise on recordings. Loss of capture evident during office check on (B)(6) 2024. Device currently remains implanted. Should additional information be received, this file will be updated.